Event description:
The patient was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. One liter was actually delivered in 3 hours. Following the event, the patient vomitted and was taken off feedings for a few hours of observation. There was no illness, injury or medical intervention resulting from the event. One patient involved.